Event description:
A patient with sigmoid volvulus had an open sigmoidectomy procedure in 2009. The anastomosis was created with the car device. According to the report made by the site: "the patient died, intervention for sigmoid volvulus, so already complicated intervention".

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the only information received was that "patient died, intervention for sigmoid volvulus, so already complicated intervention". This information was reported by the medical center through the company's electronic platform used for monitoring of clinical procedures performed with the device. Currently, this is the only information we have, despite our attempts to receive additional information. Efforts are currently being made in attempt to get more information regarding this event. The device was not returned for evaluation; however, the production history file of the device was reviewed and found to be in order and the device was found to be released according to its specifications. The current cumulative complications rate found with the use of the device, including death, is within the low range reported in literature for colorectal anastomotic procedures performed with anastomotic devices.